Manufacturer narrative:
It was initially reported that the device serial number was not provided. The serial number has subsequently been received. (B)(4).

Event description:
Additional information: it was reported that the patient's expiration was related to the new pump ((B)(4)) implanted during the previously reported pump exchange that occurred on (B)(6) 2016 (MFR # 2916596-2016-01149). The patient had been on lvad support for approximately 3.5 years. It was reported that due to the patient¿s prior surgical history and comorbidities, the pump exchange procedure was completed using the subcostal approach instead of redo sternotomy. It was reported that initially the pump was functioning as expected; however, the patient began to have respiratory issues that required intubation. On (B)(6) 2016, an aortogram revealed no contrast passing into lvad, and it appeared there was no flow through the outflow graft. No interventions were performed. The decision was made to treat patient the patient with palliative care and discharge home. The patient arrested and expired while in the hospital.

Manufacturer narrative:
Reference MFR report # 2916596-2016-01149 for the report of the patient¿s pump exchange. The device serial number was not provided. Therefore, the device catalog number, expiration date, unique device identifier, and manufacture date could not be determined. Approximate age of device ¿ 18 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2016 with the cause of expiration reported as pump failure. Additional information was requested but not provided. On (B)(6) 2016, the patient had undergone an lvad exchange due to suspected pump thrombus. As of (B)(6) 2016, the patient was reported to be recovering well in the cardiac intensive care unit (cicu) despite experiencing unspecified respiratory issues post operation. No further information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. A direct correlation between the device and the patient¿s outcome could not be determined. A root cause for the reported flow issues could not be determined. No interventions were made, the patient was treated with palliative care and expired on (B)(6) 2016. The instructions for use lists respiratory failure as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.